Event description:
The customer reported that the system had an x-ray overtime error and was not producing x-rays. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The snubber board was replaced and the high voltage cable was cleaned and greased during the service call. The system was tested, found to be working as intended and put back into service.